Event description:
It was later reported that the patient¿s cause of death was due to her cancer. It was not in correlation to her pump.

Event description:
Pump was removed two weeks before the patient passed away on (B)(6) 2013. It was reported the patient was in a lot of pain following the removal due to the "extra tight stitches" the hcp used on the patient because he wasn't happy with having to remove the pump so quickly after installing the pump. It was reported the patient suffered greatly for the duration of the having the pump in. The patient has since passed but had written a letter telling her story. It was noted, ¿it took my mom downhill so quick and my mom suffered so much worse after she got that.¿ the patient was told that this pump would take away all of her pain and it didn't. It just made things worse. The only thing that worked for her mother was the oxycontin and they took that away from her. It was also reported the hcp was not nice to his mother and did nothing to assist her. He had no compassion for her let alone offering her to be "pain free". It was noted the patient shouldn't have ever been operated on because opening up a cancer patient causes the cancer to spread. The pump should have never been installed because the patient had degenerative discs and scoliosis along with the cancer. Drug: dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).